Event description:
The concomitant implantable cardioverter/defibrillator was inappropriately delivering therapy and the decision was made to explant. The lead was reported to be fractured and the set screw on the implantable cardioverter/defibrillator header was reported to be stripped. The device and the lead were replaced.